Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that the patients battery will charge, but is not decreasing over time. Patient is running battery for a week and stays at 90%. All impedances are 40,000. No falls or environmental issues noted. A stimulation issue was reported. Rep tried turning stimulation up for threshold, which patient could not feel. Patient will be getting an x-ray soon. The cause is unknown, and the issue is not resolved. The rep reported they would submit any new information that became available.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.